Event description:
Rn of home patient reported the patient experienced numerous incidents of the minicaps falling off the transfer set. Per rn, the patient's set was changed out and no further incidents have occurred. Per the rn, no patient injury or medical intervention was associated with this incident.